Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure or dislodged cannula reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not fully deploy as intended during activation and the pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.